Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the lung tissue during a laparoscopic lung lobectomy, the surgeon was able to press the green button and squeeze the handle but there was an incomplete staple line proximally. The staple locked on tissue and required the surgeon to staple it out of the patient. It was also stated that there was a problem unloading the device. The event resulted to surgical extension to one hour and an incision extension but not more than one inch.